Manufacturer narrative:
A) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. B) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. C) concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). Product name: webster cs catheter with auto ID technology: us catalog #: d135304, lot#: unknown. (B)(4).

Event description:
It was reported that a male patient, underwent an atrial flutter procedure with an ez steer thermocool sf nav, suffered a ventricular fibrillation storm that began posterior to the procedure, although several attempts to shock the patient out of the rhythm were made patient deceased. The patient¿s medical history is unknown. The physician¿s opinion regarding the cause of this adverse event is that was not caused by the procedure or biosense products. Per 21 cfr, part 803, this complaint is reportable.